Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: per the technique guide, these implants are intended for use in internal fixation across various fracture locations. In this case, the reported procedure was a comminuted distal third left humerus fracture. Information regarding use is provided per the large fragment locking compression plate (lcp) instrument and implant set technique guide. Four unknown screws were received intact. Each implant shows general wear and surface scratches consistent with implant and subsequent removal. The threads on each screw also show wear and flattening consistent with use. No functional issues were identified with the retuned intact implants. Based on the obtainable features, the screws were determined to be conforming to and, thus, likely from the 4.5mm cortex screws, self-tapping family (part number 214.8xx/214.9xx). A review of the design drawing for the probable screw family was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four unknown cortical screws which were removed intact. It was reported that the following screws were implanted in the patient. These screws include the following part numbers: 214.824, 4.5mm cortex screw self-tapping 24mm, common device name-screw, fixation, bone, device product code-hwc, 510(k) k112583; 214.826, 4.5mm cortex screw self-tapping 26mm, common device name-screw, fixation, bone, device product code-hwc, 510(k) k112583; and 214.828, 4.5mm cortex screw self-tapping 28mm, common device name-screw, fixation, bone, device product code-hwc, 510(k) k112583. The subject devices are expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed. The original procedure to repair a comminuted distal third left humerus fracture was performed on (B)(6) 2015. The patient was non-compliant with multiple co-morbidities including arthritis, gout, high blood pressure, blood clots, osteoporosis and obesity. Delayed union/nonunion were reported. The hardware was explanted on (B)(6) 2015. The explanted hardware included six (6) cortical screws (two of which were broken with partial shaft of screws left in patient), and one plate (removed intact). The patient was revised to a medial 3.5mm 8 hole extra-articular plate. During the procedure a 2.5 drill bit was broken and a part was left in the patient. The broken drill bit event is addressed and reported separately under (B)(4). This complaint addresses the need for revision surgery. This report is for four unknown cortical screws which were removed intact. This report is 2 of 3 for (B)(4).